Event description:
Patient reported that patient's meter/lab comparison readings were 82 mg/dl (ss) versus 142 mg/dl (lab), respectively (42% difference). Tests were done side by side using the same finger stick. Pt experienced slight dizziness. Two control solution test readings were in range. Lfs rep reviewed quality control procedures and discussed meter/lab comparisons with pt. There was no allegation of harm.